Event description:
I have squamous cell cancer on my face in several places believed to be caused from the use of a philips respironics dreamstation CPAP medical device. These machines are now on recall for potential life threatening risk. FDA safety report ID # (B)(4).